Manufacturer narrative:
A field service engineer evaluated the instrument and found the mixer paddle on the mix motor was not turning when the mid reference was primed into the sample pot. The fse replaced the mix motor to resolve the issue. Patient demographics (weight, age, date of birth, gender) were not provided.

Event description:
The customer obtained false high sodium and/or chloride and potassium results for ten (10) patients, involving the au5800 clinical chemistry analyzer. The false high sodium, chloride and potassium results were reported outside the laboratory. The customer repeated the samples on an alternate au instrument and obtained results within the normal reference range. The repeat sodium, chloride and potassium results were reported outside the laboratory and the original results were amended. There was no affect to patient treatment in connection to event. Quality control was within the laboratory's established ranges prior to the generation/reporting of the false high sodium, chloride and potassium results.